Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured device. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell. The device was found to be underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side ruptured device. Device was explanted.